Event description:
It was reported that the external pulse generator (epg) had the ring and bails missing. The epg was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments that the side bails and ring were missing. Analysis also found that the upper case, lower case, side bail covers, ring cover and battery drawer were broken and the heart block, lead flex cover and case screws were contaminated.